Manufacturer narrative:
(B)(4). Date sent: 9/9/2024. B3: event year only reported: 2024. D4 batch #: x7051m. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. The device was returned sealed inside its original packaging. Upon visual inspection, it was observed that the blister from the packaging was damaged; it was noted to be broken and still adhered to the tyvek. Due to the damages found on the blister, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch x7051m, and no non-conformances were identified.

Event description:
It was reported, that while setting up for an unknown procedure, they went to open the device and peeled the plastic back. The plastic did not separate and ripped off with the paper tag. On the bottom of the package you can see the plastic didn't fully close over the paper tab, so the device lost sterility before opening it. Put device aside and grabbed another to complete case. No patient harm reported.